Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 421 (mg/dl) and moderate to large levels of ketones. Customer reverted to insulin injections to treat their bg levels and to maintain diabetes management. Contact reported that there may have been air bubbles at the time of the event, but did not recall seeing any air bubbles. Contact also stated that the bg levels may have been due to poor quality of the insulin in use at the time, but the contact did not clarify why they believed this. Review of pump history by tandem technical support did not show any alarms that would have halted insulin delivery. Recommendation was made to consult with their health care provider to discuss diabetes management.